Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (37 mg/dl). Reportedly, the customer incorrectly entered the amount of carbohydrates consumed when requesting a bolus to be delivered. Customer addressed low bg levels with juice and sugar tablets.